Event description:
(B)(4) MDR - an increase of rv pacing threshold was noted and a dislodgement was confirmed by x-ray examination. An rv lead revision was planned for (B)(6) 2012.

Manufacturer narrative:
(B)(4) - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the MFR of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.